Manufacturer narrative:
The system was serviced in the field and there was a critically low battery error. It was measured with labview and "dvm". Trays 1 and 4 were both dropping low after completing spins. The system would go into standalone mode then would go back to 2d as the battery charge returned to normal. All batteries were replaced and the system checkout was completed and the system passed all tests and was performing as intended. Concomitant medical products: other relevant device(s) are: product ID: bi71000162, serial/lot #: none. Product ID: bi71000163, serial/lot #: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system goes into standalone mode intermittently. There was no patient present when this issue occurred.